Event description:
The device was used during a total gastrectomy procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
8/17/1998-supplemental report # 1 sent to FDA. Corrected data entered in d-9 and d-6 (catalog #). Device evaluation indicated and codes entered in h3 and h6. Device not received for evaluation.